Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was broken and detaching from the unit. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails of drawer 4.1 were completely broken and would not slide out. A field service engineer removed the old cubies, replaced the drawer, and reinstalled the cubies in the drawer to resolve the issue. The drawer was then configured and tested, with no further issues found. The system functioned as intended after the field service engineer repaired the device.